Event description:
It was reported that the light source was flashing and unusable. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost eight years since the subject device was manufactured. Based on the results of the investigation, the reported event was most likely due to a faulty scope socket. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.